Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: did device get stuck on vessel? No. If so, how was device removed from vessel? N/a. Or would device just not open? N/a. Was user ever able to open device? N/a. If user was able to open device, how was device opened? N/a.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that it jammed during firing on vessel. The clip applier fired 3 or 4 crossed clips in a row. It felt as though the clips were not secure in the device and when fired, crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.